Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the device locked on tissue with the jaws closed? Was the manual override attempted and successful to open the jaws? How was the device removed? Did the jaws eventually open? Did the device lock-out (no staples deployed and no cut line started)? No further information available.

Event description:
It was reported that the jaw didn't open after firing even though scrub nurse used reverse button. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: n54u28. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.